Event description:
This procedure is part of the (B)(6): midway through the procedure, after multiple above the knee (atk) passes had been performed, a small transient av fistula was seen at the distal sfa. This resolved in subsequent imaging. No injury to the patient reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. The difference in time frame reporting versus the event date is due to the clinical event committee (cec) board review of the (B)(6) study events.